Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that on pictures it was found that after an implantation in november 2007 the coating of the pan is abraded and a metallosis is suspected. No information provided by the customer. Update dw 01-aug-2024: further information was provided that the prosthesis was implanted in agatharied from prof. Brunner in october 2007. 3 years ago the prosthesis started to making noises in specific movements. Prof. Brunner has diagnosed a wear of the poly with a metallosis and osteolysen. The surgeon advised the patient to clarify the event with an additional arthroscopy.

Manufacturer narrative:
Additional information: g3, h3, h6.